Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the shock impedance was variable and the lead functionality was questioned. The has been implanted and active for approx. 52 months. The patient was transferred to another hospital for checking. Device data showed shock impedance of about 100 ohms with episodes of 125-150 ohms which is within range values. It was decided to make a dft (defibrillation threshold). It was successful and the impedance was 96 ohms. The lead was left active in patient.